Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastrectomy procedure, the tissue pad was detached. The tissue pad did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.